Manufacturer narrative:
Additional product code: ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2018 during periprosthetic fracture of femur, the cortex screw self-tapping head sheared off from the body of the screw. During the procedure using a locking compression plate (lcp) curved femoral plate, the surgeon drilled the screw hole with a drill bit and started to insert the screw, but before the screw was fully inserted near the cortex the screw head sheared off from the body of the screw. The distal part of the screw was not recovered. To complete the procedure, cortical screws were tapped into the holes. Although not confirmed, it was believed that the patient was also implanted with non-synthes devices as well without any reported malfunction or intraoperative events. There was no surgical delay. There was nothing abnormal reported after the procedure and there was no adverse effect on the patient. The patient was stable after the procedure. Concomitant devices reported: lcp curved femoral plate (part unknown, lot unknown, quantity 1), drill bit (part unknown, lot unknown, quantity 1). This report is for a cortex screw. This is report 1 of 1 for (B)(4).